Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience alpine is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a perforation in the mid left anterior descending artery, which had chronic total occlusion. A perforation occurred after post-dilatation of an implanted 3.0 x 38 mm xience alpine stent. Additionally, the perforation did not seal with prolonged balloon tamponade. Therefore, an attempt was made to advance a 3.5 x 19 mm graftmaster covered stent to the lesion; however, the stent failed to cross. Therefore, a 2.8 x 19 mm graftmaster covered stent was implanted to successfully seal the perforation. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.